Manufacturer narrative:
A philips authorized service provider (asp) evaluated the device and confirmed the reported problems as a single failure. The asp determined the data acquisition (da) pcba required replacement. The asp replaced the da pcba. The device was operational and returned to service after repairs were completed.

Manufacturer narrative:
Reporter and reporting institution phone number - (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the device has no airflow output, and the data deviation is too large. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention was provided to the patient. No delay to therapy was noted. The investigation is ongoing.